Event description:
The reporter did meter to hcp meter comparison tests. The tests were done side by side. The results were 3mg/dl on reporter's meter, and 173mg/dl on the hcp meter. The reporter did not have any symptoms. On followup, the reporter confirmed the above information. The lifescan representative reviewed testing procedures with the reporter. No harm was alleged.